Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the software does not start. Field service engineer (fse) restored the functioning of the system by replacing the bios battery of the image pc. After replacement of bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start. The device was inside clinical use at the time of the event. No harm was reported. A philips engineer visited site and replaced the bios battery in the image processing pc (ippc). The device was returned to expected functionality.